Event description:
It was reported to medtronic neurosurgery that during surgery for a temporal bone fracture and hematoma, the product broke. A new one was used to complete the surgery. It was also reported that the patient's current status is normal.

Manufacturer narrative:
Proteinaceous debris was observed on the returned product. One of the eyelets was observed to have broken open. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All timesh plates are 100% inspected at the time of manufacture. (B)(4)